Event description:
During insertion of the anchor into the bone, the head of the anchor fractured/sheared. Surgeon successfully removed fragment and anchor from pt. The procedure was successfully completed using an alternate method. No injury to the pt was reported.